Manufacturer narrative:
Unable to confirm serial number. Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of device screen freeze up and do not respond to any control. The device was in use on a patient. There was no report of patient or user harm.